Manufacturer narrative:
Additional info requested from the dentist. The dentist did not specify the actual product number, it is assumed to be translux power blue.

Event description:
Dentist sustained severe personal injury, loss and damage while using a heraeus kulzer ultra violet light curing unit in the course of his profession at this dental surgery. The said equipment was caused to break in the normal course of use giving rise to a severe laceration to dr holland's thumb.